Event description:
The patient reported that his infusion device shut down without warning. He stated that his blood glucose value elevated to 260 mg/dl. He reported that his normal value is 100 mg/dl. The patient reported that he did not experience any symptoms of the elevated blood glucose values. The patient was aware of the power pack recall and stated that his power pack had been in use approximately 1 1/2 weeks. The patient reported that he administered insulin injections to lower his blood glucose. The patient replaced the power pack and the device functioned correctly. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.